Event description:
It was reported that during a ptca/stent procedure, during stent deployment a waist in the stent was visible. The catheter was taken to a higher pressure and a waist was still present. The catheter was removed and an attemptt was made to post-dilate the stent with another balloon catheter, however, it was not able to cross the under-deployed stent. No further intervention was performed and the patient remained asymptomatic.